Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the surgeon said that the needles were popping off in about 50 percent of the last 8-10 cases where he used the device. (B)(4). Additional information has been requested but not yet received.